Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection . Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had white adhesive tape on the distal end from a previous repair and air/water leakages. The device was returned for evaluation. During the device evaluation, white foreign material was found in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the additional findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, the grip was shaved, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the image guide protector was damaged, the plastic distal end cover had a chip, the objective lens had a scratch, the bending tube was deformed, the adhesive on the bending section cover had a crack, and due to clogging of the jet tube in the control unit, water could not be supplied. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.